Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embeded in the endometrium, embeded in the uterus') and device expulsion ('embeded in the endometrium') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("left side lower abdominal pain, rigjt lower quadrant pain"), abdominal pain ("right side abdominal pain") and dyspareunia ("pain during intercourse "). The patient was treated with surgery (hysterectomy, salpingectomy and oopherectomy). Essure was removed. At the time of the report, the embedded device and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('embedded in the endometrium, embedded in the uterus') and device expulsion ('embedded in the endometrium') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("left side lower abdominal pain, right lower quadrant pain"), abdominal pain ("right side abdominal pain") and dyspareunia ("pain during intercourse "). The patient was treated with surgery (hysterectomy, salpingectomy and oophorectomy). Essure was removed. At the time of the report, the embedded device and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.